Event description:
A physician reported that aspiration failure of the probe occurred during vitrectomy surgery. The surgery was completed after replacing the product with another one. The condition of actuation and cutting was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with the needle severely bent and cracked at the stiffener, bent at one other location, and orange/brown foreign material on the port face. Functional testing was unable to be tested due to the visual condition of the probe. A disassembly and wear evaluation was unable to be performed as the needle broke off during handling. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint indicated that the probe needle was bent and cracked. Therefore, the complaint was unable to be confirmed and the exact root cause of the complaint could not be verified. The exact root cause of the bent and cracked needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The complaint was unable to be confirmed and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).